Manufacturer narrative:
The reported event could not be confirmed as the device was not available for evaluation. The patient remains on lvad support with no further issues reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a bacterial driveline infection. The patient was treated with IV antibiotics with continued oral antibiotics for suppressive therapy. No further information was provided.

Manufacturer narrative:
Approximate age of device - 8 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.